Event description:
Pt had persistent pain following surgery and implant was removed.

Manufacturer narrative:
Device was explanted. DHR review indicated that the device was manufactured to proper pt specific specs as per standard operating procedures.